Event description:
It was reported that there was a lead warning. It was later reported that after a device check the leads are fine and no intervention was needed. The device and leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.